Event description:
This report is based on information provided by philips remote solution personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that device battery was down.. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was due to defective battery. Device is eol (end of life) and no repair is possible. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.